Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately five years. Based on the follow-up with the health-care-provider, the reason for the explant was due to bioprosthetic valve endocarditis secondary to enterococcus. Per the operative report, the patient was presented with both a pneumonic process and increasing fevers and chills. This continued until october when he presented with general malaise, fatigue, fevers and chills, and blood cultures grew out enterococcus 4/4 bottles. He subsequently underwent echocardiogram, which demonstrated evidence of involvement of the mitral valve with vegetative masses attached to both leaflets but no mitral valvular insufficiency. There was evidence of embolic phenomena to his kidney and spleen, and in view of these findings, after adequate treatment with antibiotic coverage. At the time of operation, transesophageal echo was performed which continued to demonstrate frond-like attachments to the valve leaflets. The valve leaflets themselves were intact and the valve was competent, without any evidence of perivalvular leaks. This was confirmed at the time of the operation with extensive exophytic vegetative involvement of all three valve leaflets extending into the posterior annulus. This was fairly extensive involvement, and although there was no dehiscence of the valve itself, there was significant involvement of the posterior annulus which had to be carefully debrided. The subject device was removed and replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
(B)(4) - extensive exophytic vegetative involvement. Device not returned. Additional manufacturer narrative: based on the operative report provided, the source of the reported endocarditis was not from the device. Enterococcus was confirmed and the current echocardiogram demonstrated involvement of the mitral valve, which is the reason for valve replacement. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source was confirmed to be enterococcus and there is no indication that it was caused by the valve. There are multiple redundant manufacturing controls that insure the sterility of the valve as provided to the hospital. There is no additional information to be obtained by direct visualization of the explanted valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.